Manufacturer narrative:
The device history record could not be performed since the lot number was not provided. Because the sample was not available for evaluation and no picture was provided the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if the sample is returned, the complaint will be reopened. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device presented nutrition leakage due a damaged set. There was a leak at the connector between the set and the bag.